Manufacturer narrative:
Describe event or problem: it was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.